Manufacturer narrative:
Approximate age of device ¿ 1 years and 5 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that pump stoppages and low flow advisories had occurred. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. X-rays showed an area of concern. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. On (B)(6) 2018, post driveline replacement, additional low speed advisory and a pump stoppage occurred. Patient was given an ungrounded power module patient cable. No additional information was provided.